Event description:
The customer reported that doxorubicin 19 mg, etoposide 95 mg, and vincristine 0.86 mg were mixed in a 500 ml normal saline bag and infused in 18 hours instead of the intended 24 hours. The infusion started to 2044 on (B)(6) 2014 and the infusion completed at 1430 on (B)(6) 2014. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Manufacturer's report number; 2016493-2015-00072. (B)(4).